Manufacturer narrative:
Philips service restarted the system and ordered a spare part. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was no fluoroscopy after system start due to overcurrent in the generator converter on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.